Event description:
On 16-feb-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia resulting in diabetic ketoacidosis (dka). The user was admitted to the hospital on (B)(6) 2026, treated with glucagon, IV fluids, and electrolyte replacement, and discharged (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and prolonged hospitalization while on ilet therapy. Dka represents acute metabolic decompensation requiring inpatient medical management and is consistent with the reported two-week hospitalization and treatment with IV fluids and electrolyte replacement. Engineering log review confirmed that device data corresponding to (B)(6) 2026 were available and showed no malfunction alerts; factory resets were present in the logs. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data demonstrate a period of hyperglycemia and a prolonged interval of no insulin delivery due to an empty cartridge; however, glucose values subsequently returned to range and were not consistent with sustained severe hyperglycemia sufficient to explain the reported dka. On the reported date, the cgm sensor was replaced and repeated ¿brief sensor issue¿ alerts were observed. It is possible that inaccurate cgm readings contributed to insufficient insulin delivery; however, this could not be confirmed due to lack of contemporaneous capillary blood glucose data. The device was manually powered off on (B)(6) 2026 and was not used for insulin dosing again until (B)(6) 2026. Based on available information, a definitive device malfunction was not identified and the event remains cause not established. If additional information becomes available, a supplemental MDR will be submitted.